Manufacturer narrative:
(B)(4). Results: root cause is undetermined. Damage to stent.

Event description:
A 2.5mm diameter x 30mm length endeavor sprint rx coronary stent system was inserted into the patient for treatment of a lesion. The patient morphology was reported to be calcified and tortuous; however, to what degree is unknown. It is reported that the stent could not advance across the lesion. The device was removed to allow pre-dilation but on removal, the stent was found to have 'been disrupted on the balloon'. Another endeavor stent was implanted. There was no patient injury reported. The endeavor sprint rx device was returned for evaluation. The distal shaft was bent and wavy. The 12th, 13th and 14th stent segments were damaged and raised. There was blood residue evident between the balloon folds and along the distal shaft. The stent was positioned on the uninflated balloon between the inner shaft marker bands. It was reported the vessel where the lesion was located was calcified and tortuous. It is unknown whether the lesion was pre-dilated prior to the attempted delivery of the relevant stent. The damage noted on the returned stent most likely occurred during the failed attempt to cross the target lesion and/or subsequent withdrawal from the vessel. Based on the information available and the returned device, it would appear that the vessel/lesion morphology may have impacted on the deliverability of the stent; however, this cannot be confirmed. No additional clinical sequelae were reported.